Manufacturer narrative:
Investigation summary: confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analysis of the photos and of the returned sample from customer, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: it was received one opened and unused sample returned from customer of batch: 6335844 from angiocath 24gx0.75. After visual analysis of the products under magnification, it was possible to confirm the presence of silicone droplets on the catheter. Root cause: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # (B)(4). Rationale: the CAPA # (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the user found a black spot on the tip of the 24g x 0.75 in (0.7 x 19 mm) angiocath catheter. Found before use. No serious injury or medical intervention noted.